Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawers failed to open. A field service engineer cleared the obstruction in the pocket to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawers failed to open. The customer reported that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.